Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that after the tvc55 instrument was closed, the surgeon began to push the knob forward and it was locked 2cms ahead (the same thing happens when the cartridge is empty). Another instrument was used to complete the case. There was no consequence to the pt.